Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states surgeon revised patients right hip for pain and eccentric poly wear. He did a head liner exchange. Patient has well fixed duraloc cup in place and lg taper aml stem in place. We did the same on the patient's left side (B)(6) 2017. I have no information of when the patient's original surgery was done or who did the original surgery.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.